Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to have a voltage defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-00 occurred on erbe integrated electrosurgical unit (iesu) when booting up the system. The tse found error c-33 in the logs. The error could not be cleared. The tse advised the customer to use a backup esu to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the clinical engineer and obtained the following additional information: ports were not placed on the patient when the issues were identified. The customer used a backup generator to continue with the procedure. The procedure was completed without further issue.